Event description:
It is reported by the nurse that the edges of the inserter broke. A replacement was availabe to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the lag screwdriver gamma3 to be the subject product. No further associated products were reported. A review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer tim (manufactured in 2005), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The broken off pegs of the lag screwdriver are a result of an inadequate usage. The appearance of the damage indicates that the screwdriver had been operated under high forces in ccw / untightening direction, whilst the pegs were not entirely engaged in the slots of the lag screw. In case of intended use such damage would not have occurred. A pre-damaging of the instrument in prior surgeries could not be excluded. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
It is reported by the nurse that the edges of the inserter broke. A replacement was available to complete the surgery.